Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm on (B)(6)2016 that was triggered by (B)(4) on power port 1. The returned battery, (B)(4), was connected to power port 2 during the reported event but did not trigger the alarm. During the event, the battery (B)(4) went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This observation is indicative of a communication error between the controller and battery. Analysis of (B)(4) revealed that the device passed visual examination and functional testing. Heartware is investigating communication errors. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported per personnel that the patient was seen in the clinic  and reported receiving a critical battery alarm. The log files were downloaded and sent to the manufacturer  for analysis.  The battery was removed from service.